Event description:
Physician delivered one endeavor resolute drug-eluting stent to a moderately calcified lesion in the lad with 100% stenosis and moderate vessel tortuosity but resistance was noted and the stent deformed at the lesion. Stent was post dilated with a balloon 22atms, 3 times. Lesion had been pre-dilated to 14atm. The device was inspected before use with no issues noted. No other clinical sequelae were reported for this event. Image review the procedural still image shows a deployed stent in the mid-lad vessel. Stent deformation can be confirmed from the image. It appears likely that the over inflation with the post-dilation balloon coupled with the tortuosity and calcification in the vessel have most likely contributed to the stent deformation. ¿please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).¿

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology) ¿ 100% stenosis, moderate calcification and moderate vessel tortuosity. Failure to follow instructions ¿ (nc sprinter balloon inflated beyond rbp). (No results available since no evaluation performed) - device not provided for review. Device not returned for evaluation. Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 100% stenosis, moderate calcification and moderate vessel tortuosity. Inherent risk of procedure ¿ (stent deformation). Failure to follow instructions ¿ (nc sprinter balloon inflated beyond rbp). Unable to confirm complaint ¿ (device not returned for evaluation). (B)(4).

Event description:
Image review the images confirm a total occlusion in the lad vessel. The area of treatment is on a tortuous bend in the mid lad vessel. The vessel is pre-dilated however they appear to have had little impact on improving the vessel luminal diameter. The eres27530x stent is positioned and deployed on a bend in the mid lad vessel. Stent segment deformation is evident in the mid segments. Multiple post-dilations are performed however the stent remains deformed in the mid segments. Based on the images it appears that the morphology of the vessel coupled with the multiple post-dilations have contributed to the stent deformation.